Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to perform troubleshooting steps where no issues were identified. Subsequently, the customer was advised to replace supplies as necessary and to continue with their insulin therapy.